Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. The customer stated they didn't receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used and the device was not dropped or bumped. The customer stated the battery cap is not loose, cracked or damaged. The customer stated this is not the second occurrence of off no power without a low battery warning. The customer was advised that we would ship cot pump.